Event description:
It was reported that during a bph surgical procedure at approximately 200kj and 38:00 minutes of usage, the customer reported "the laser was just not vaporizing even while he was close to the tissue. We went up to 300k joules at 180 watts and the result was the same it was just not vaporizing." The case was completed with an alternate procedure (turp). Patient outcome: "good" was reported.